Manufacturer narrative:
The customer¿s report of a set separation was confirmed. The partial set was received separated at the silicone segment end to the lower fitment component, the lower portion of the set was not received. The expected ring retainer was also not received; however further visual inspection of the separated silicone segment end observed a retainer ring indentation with no issues with the placement. Functional testing was not performed due to the set separation. The root cause of a set separation was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml fresenius kabi bag ndc (B)(4), lot 10im9254, exp (B)(6) 2017, intralipid 20%; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a pump was noted to be alarming ail when the rn opened the chamber door to clear the air bubbles she noted the tubing snapped below the silicone segment. There was no patient harm.